Event description:
The reporter stated that duragen was implanted into a patient on (B)(6) 2009. The product had an expiration date of october 31, 2009. Integra has requested further clinical details from the user facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.